Event description:
It was reported that blood backflowed in the 6 inch hep lock ext set when engaging the clamp and removing the syringe, causing the tubing to become occluded. This reportedly caused "infiltrations (extravasations)", phlebitis, and pain from the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the bd smartsite extension set ref (B)(4) is an unacceptable substitution for our current smartsite extension ref (B)(4). The rigidity of the tubing puts undo torque on the insertion site if the tubing needs to be looped away from a place of flexion. This is also causing local phlebitis which is leading to more inifiltrations. If a place of flexion is to be avoided finding a suitable vein to place the IV becomes limited. When flushing the IV, engaging the clamp, and removing the syringe, blood backs up into the tubing causing the site to become occluded. We are seeing more IV starts due to occlusions, infiltrations (extravasations), and pain voiced from the patient."

Manufacturer narrative:
Investigation summary: one sample was returned by the customer. It was reported that the rigidity of the tubing puts undo torque on the insertion site. It also causes blood to back up into the tubing causing the site to become occluded. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml bd syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. The set was able to be flushed. The failure was unable to be replicated. A device history record review could not be performed on model 20035e because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood backflowed in the 6 inch hep lock ext set when engaging the clamp and removing the syringe, causing the tubing to become occluded. This reportedly caused "infiltrations (extravasations)", phlebitis, and pain from the patient. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the bd smartsite extension set ref (B)(4) is an unacceptable substitution for our current smartsite extension ref (B)(4). The rigidity of the tubing puts undo torque on the insertion site if the tubing needs to be looped away from a place of flexion. This is also causing local phlebitis which is leading to more infiltrations. If a place of flexion is to be avoided finding a suitable vein to place the IV becomes limited. When flushing the IV, engaging the clamp, and removing the syringe, blood backs up into the tubing causing the site to become occluded. We are seeing more IV starts due to occlusions, infiltrations (extravasations), and pain voiced from the patient."